Event description:
It was reported to vyaire medical that avea ventilator fails in o2 (oxygen) calibration for neonates and passed for adults. While running on the vent in adult at 40% o2 the fio2 (fraction of inspired oxygen) will decrease while running. There is patient involved and no harm associated with this reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.